Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of brush broke.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on an unknown date. During scope cleaning, the brush broke and was stuck inside the endoscope. The endoscope was sent for repair to retrieve the brush. There was no patient involvement with this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on an unknown date. During scope cleaning, the brush broke and was stuck inside the endoscope. The endoscope was sent for repair to retrieve the brush. There was no patient involvement with this event.